Event description:
A pt underwent an x-stop procedure in 2008. It was reported that the pt developed an infection and had an incision and drainage the following month. The x-stop was removed in 2008. No further info was provided.

Manufacturer narrative:
Device not returned. Follow up with company representative.